Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements prior to release. Log file analysis confirmed the reported event which revealed high watt and vad stopped alarms in addition to pump parameters above the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation. It is likely that the vad stopped alarm was a result of the suspected thrombus being ingested into the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the site that on the afternoon of (B)(6), site notified manufacturer representative that power and flow were trending up for the patient from baseline values (flows went from 2.8 to 5.5lpm, power went from 2.1 to 2.7 watts). The log files were sent and the rise was confirmed. Patient was started on a higher dose of heparin as last hepxa draw was at 0.34 (normal range 0.4-0.9) - all previous draws had been in range. Plasma hgb up to 200. Patient had been on continuous renal replacement therapy (crrt). Flows and power started to trend down into the evening (4.2lpm and 2.4w). Early morning of (B)(6), power and flow spiked sharply (>10lpm and 4.5w). Tissue plasminogen activator (tpa) infusion was started. There were no resolution of high powers with medical management. Patient started to become agitated and concerns of bleeding were noted by team. Due to multiple co-morbidities, patient was not a surgical candidate and palliative care was consulted. Throughout the morning, pump powers continued to rise to a max of 25w. After sitting at that power level for approximately 45min, the pump stopped on its own and the patient passed shortly thereafter. It was stated that there would be no autopsy to be performed. No additional information available on this event.